Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced hyperglycemia with a highest continuous glucose monitor reading of 250 mg/dl, confirmed by a glucometer at 241 mg/dl, for about one hour while using an ilet system with an inset infusion set on the stomach and dexcom cgm, and the glucose returned to range after a full supply change; no device leaks or bent cannula were observed and the device component implicated could not be determined due to insufficient information. Symptoms included hyperglycemia without additional symptoms. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no findings available and insufficient information to identify a specific device problem or component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.